Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated that the customer just got this chair and there were some issues with it. The spreader bar was too wide and also the frame of the chair appears to be bent so that the seat cannot latch in the socket cup properly.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: both seat rails are bent; wrong spreader bar sent. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: both seat rails are bent; wrong spreader bar sent. Reporter stated that the customer just got this chair and there were some issues with it. The spreader bar was too wide and also the frame of the chair appears to be bent so that the seat cannot latch in the socket cup properly.